Manufacturer narrative:
An event regarding malpositon involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: the trident cup has significant malposition with an inclination of 31° and 10° version difference between cup and acetabular bone plane with the cup rim protruding 1-cm beyond the acetabular bone. At revision, a new exeter stem was cemented in place although the cup shell was retained and thus in unchanged position with a new femoral head and liner mounted plus the prior cup fixation screws removed. The failure scenario for this case with cup malposition causing overload to the arthroplasty, possibly in combination with an additional procedure-related factor of suboptimal stem cement technique provides a more than plausible explanation for the current component failure with exeter stem loosening. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event is cup malpositioning. A medical review concluded that the failure scenario for this case with cup malposition causing overload to the arthroplasty. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that tha surgery was done with exceter stem,trident ad cup, v40 head and at (B)(6) 2007. The revision surgery was done at (B)(6) 2014 due to a stem and cup loosening. The surgeon revised all conponents at this revision.

Event description:
It was reported that tha surgery was done with exeter stem,trident ad cup, v40 head and on (B)(6) 2007. The revision surgery was done on (B)(6) 2014 due to a stem and cup loosening. The surgeon revised all components at this revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.